Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) checked the unit and confirmed low volumes. Replaced flow sensor and volumes increased. Avea ventilator unit passed all test and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has a flow issue. At this time, there is no information regarding patient involvement associated with the reported event.